Manufacturer narrative:
Gore® viabahn® vbx balloon expandable endoprosthesis (serial #(B)(6); UDI #(B)(4). And gore® viabahn® vbx balloon expandable endoprosthesis (serial #(B)(6); UDI #(B)(4). Were all overlapped and implanted in same anatomical location. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular tambe procedure to treat an aneurysm utilizing gore® excluder® thoracoabdominal branch endoprosthesis, gore® excluder® aaa endoprosthesis and gore® viabahn® vbx balloon expandable endoprosthesis. On (B)(6) 2025, the patient underwent a reintervention procedure as there was contrast in the aneurysm sac, but physician could not determine if it was a type 2 endoleak from the lumbar arteries or a leak from the left renal artery. Then an angio was performed but the cause of the contrast was still undetermined as it was in the area of the left renal artery. The left renal stents did have adequate length and were sized appropriately with adequate overlap from the original procedure. The physician decided to re-line the left renal viabahns (bxb067902a and bxb075902a) with an additional bxb067902a stent and place it a little deeper into the renal with more overlap. Patient is doing okay. The contrast density in the sac was reduced, however, physician stated that they won¿t know with certainty until the 30-day follow up CT scan is performed.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and both devices met all pre-release specifications. The devices remain implanted and, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore.